Event description:
A report was received that the patient was having discomfort at the ipg site. The patient will undergo an explant procedure. The physician did not suspect device malfunction.

Event description:
A report was received that the patient was having discomfort at the ipg site. The patient will undergo an explant procedure. The physician did not suspect device malfunction.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Additional information was received that the patient underwent an explant procedure. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
.